Event description:
It was reported by the rep that the circulator opened (3) tc57t's and (1) tlc55 for use during a colectomy procedure. It was reported that two of the tct75's and the tlc55 would not fire. There was not consequence to the pt.